Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37083-60, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3888-33, lot # 0206820168, implanted: (B)(6) 2013, product type lead; product ID 37083-60, serial # (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4). The implant date provided by the reporter was before the manufacturer date of the ins. Follow up is being conducted to address the discrepancy.

Event description:
The health care provider (hcp) reported via the company representative (rep). The hcp contacted the rep in regards to the CT scan image of the lead connected to the implantable neurostimulator (ins). It seems that the lead appears unshielded in the CT scan image on a length of 4-6¿. The hcp was waiting on the radiologist report to have a point on it. No diagnostic or troubleshooting performed. No surgical intervention occurred nor was planned. The issue was not resolved at the time of this report. The leads remain implanted and in service. Five days later the rep reported that the hcp was still awaiting the radiologist report. If additional information is received, a follow up report will be sent.